Manufacturer narrative:
A segment of driveline was returned which is thought to have been a part of the reported pump. Section d10: date the portion of driveline returned. Device evaluation (driveline). The report of a potentially compromised driveline can be confirmed based on the evaluation of pump. The pump was returned assembled with the driveline cut approximately 2¿ from the nipple housing and 19¿ of the severed portion was returned with the pump. An additional 21" segment of driveline was returned on a later date. The sealed inflow conduit and sealed outflow graft were not returned. The shielding and bionate were removed and visual inspection of all the underlying wires revealed a breach in the insulation of the orange wire approximately 2.5¿ from the nipple housing. Due to the location of the breach, continuity testing was only performed on the 2¿ and 21" segments of driveline, and these wires were found to be electrically intact. No shorts or discontinuities were found on the 2¿ or 21" segments of driveline during electrical continuity testing. The driveline was then submerged in a saline solution for hi-pot testing to further verify the integrity of each wire's insulation and no further areas of current leakage were identified. The conductors of the orange wire were exposed, which appeared to be the result of abrasion from the metal shielding due to repetitive flexing of the lead in these areas. There was no evidence of mechanical damage such as crushing or pinching. The breach in the orange wire would have interrupted function as a result of the exposed conductors of the wire potentially contacting the braided shield and shorting to ground if the device was supported by the mobile power unit or power module. The resulting short to ground would have caused the reported low speed alarms and pump stop events, as captured in MFR# 2916596-2018-04036. The heartmate ii lvas IFU and patient handbook contain information on caring for the driveline. All heartmate ii lvad drivelines have the potential for wire/shield breakdown to occur depending on the length of use and movement/flexing over time. The manufacturer is closing the file on the event.

Manufacturer narrative:
Sections b1, b2, d4, e2, h3, h4, h5, h8: additional information. Section b5: the information regarding post-operative low flow alarms and stroke was reported within MFR report number (B)(4) against the patient's newly implanted pump. Sections d5, h1: correction. Section f9, correction: approximate age of device -- 2 years, 2 months. Manufacturer's investigation conclusion: the report of a potentially compromised driveline can be confirmed based on the evaluation of (B)(4). The pump was returned assembled with the driveline cut approximately 2¿ from the nipple housing and a severed portion of driveline, measuring approximately 19¿, was returned. The sealed inflow conduit and sealed outflow graft were not returned. Examination of the pump blood-contacting surfaces revealed no depositions or thrombus formations. The rotor, bearings, and other blood-contacting surfaces were viewed under a microscope. No anomalies were noted. The shielding and bionate were removed and visual inspection of all the underlying wires revealed a breach in the insulation of the orange wire approximately 2.5¿ from the nipple housing. Due to the location of the breach, continuity testing was only performed on the 2¿ segment of driveline, and these wires were found to be electrically intact. No shorts or discontinuities were found on the 2¿ segment of driveline during electrical continuity testing. The driveline was then submerged in a saline solution for hi-pot testing to further verify the integrity of each wire's insulation and no further areas of current leakage were identified. The conductors of the orange wire were exposed, which appeared to be the result of abrasion from the metal shielding due to repetitive flexing of the lead in these areas. There was no evidence of mechanical damage such as crushing or pinching. The breach in the orange wire would have interrupted function as a result of the exposed conductors of the wire potentially contacting the braided shield and shorting to ground if the device was supported by the mobile power unit or power module. The resulting short to ground would have caused the reported low speed alarms and pump stop events, as seen in MFR report number (B)(4). The heartmate ii lvas IFU and patient handbook contain information on caring for the driveline. All heartmate ii lvad drivelines have the potential for wire/shield breakdown to occur depending on the length of use and movement/flexing over time. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Approximate age of device - 2 days. The device was returned for investigation. The evaluation is not yet complete. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2019. It was reported patient had known short to shield for one year; hearmate ii pump exchanged only, existing inflow and outflow graft with bend relief attached. Hmii lvad started at 6000rpm and increased to 8000rpm. No recorded flow observed on system monitor. Transient flow given was 2.8 and then dashed lines appeared on monitor with low flow in red banner. Increased up to 9,000rpm with same results. System monitor and pm changed out to same result. New hmii controller with up to date software swapped out to same result. Technical services reviewed the post-op log files and summarized it as follows: the log file is about 1 hour in duration and is filled with low flow events. The pump is maintaining the set speed and appears to be functioning properly. There does appear to be a reduction in blood volume flowing through the pump. Communicated (B)(6) 2019 under (B)(4), patient had continuous low flow events since heartmate ii exchange. Found to have a stroke three days post-op with aphasia and right sided weakness. Log files sent in to tech services, confirming obstruction inflow/outflow but unable to determine where. Patient found to have outflow graft twist on CT.